Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800098 was manufactured on 06/05/2018 a total of 288 pieces. Lot was released on 06/15/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. At this time, it was observed that the next clip was protruding slightly from the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clip applier wouldn't fire & jammed" was confirmed based upon the sample received. One sample was returned with its trigger partially engaged and the rotation tab bent. After the trigger cycle was completed, the next clip was protruding slightly from the channel. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip applier would not fire and it jammed.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip applier would not fire and it jammed.